Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary stent implantation procedure was completed after the patient was moved to another system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse was notified by the customer that the small focus was defective before and that they were using the system with only large focus. The fse found that both small and large focus were defective. The fse solved the issue by replacing the x-ray tube. The returned part was analyzed and showed that the filament was malfunctioning due to wear of the filament. Filament wear out is a known wear and tear failure mode for x-ray tubes at the end of their lifetime. The returned x-ray tube had been in the system for 42 months, so the filament wear out is normal wear and tear. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system stopped emitting x-ray during a procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.